Event description:
It was reported that when the unit was turned on, there was no audio. There was no procedure info available. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: based on analysis results, this complaint is not determined to be a MDR malfunction. The unit was received at the international service center for a checkout. The main pcb was damaged. To correct the issue, it was replaced. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. After servicing, the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.